Event description:
It was reported that during the intervention, the emboshield nav6 filter separated from the wire. Intervention was performed and the filter was retrieved using the retrieval catheter. There was no report of an adverse patient event or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was unable to be confirmed as the barewire was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a cause for the reported filter separating from the barewire. It may be possible that the filter was carrying an excessive embolic load causing the barewire to separate during retrieval against resistance, or the barewire was exchanged for a non-abbott guide wire without a stop to prevent the filter from coming off the wire; however, the wire was not returned, and a cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.